Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of over 400 mg/dl, cause was unknown. The customer bolused via the pump and received intravenous fluids of saline and insulin at the ER. No permanent damage was identified by healthcare professionals, and the customer was released the same day.